Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent a spinal fusion surgery on the cervical region of her spine from vertebrae c5 to c7 in which rhbmp-2/acs was used. The post-operative period was marked by a period of relief followed by stenosis due to osteophyte in the cervical spine. The patient developed and experienced severe and chronic neck pain. This prevents her from practicing and fully enjoying the activities of daily life to the extent she did preoperatively.